Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Visual inspection was performed on the sensor plug and no failure modes were observed. The sensor was de-cased and no issues were observed on the sensor¿s printed circuit board assembly (pcba). The returned battery was measured as 1.60v (1.45v - 1.65v), which is within the specification range. Therefore, this issue is confirmed to brownout reset. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer's mother reported via webform a "replace sensor" error message with the adc device and was unable to obtain readings. As a result, customer experienced "a bit cranky, irritable" and was unable to self-treat. Customer required third-party intervention who provided food and juice as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer's mother reported via webform a "replace sensor" error message with the adc device and was unable to obtain readings. As a result, customer experienced "a bit cranky, irritable" and was unable to self-treat. Customer required third-party intervention who provided food and juice as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.